Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that removal difficulty and shaft break occurred requiring additional intervention. The target lesion was located in a mildly tortuous coronary artery. After pre dilation of the lesion, a 5.00 x 20mm synergy megatron? Drug-eluting stent was deployed. During withdrawal of the balloon catheter, it was observed that the balloon would not exit the stent. Inflation of the balloon to 8 atm was performed, after which deflation and another attempt to withdraw were made. The balloon still could not be removed from the stent into a non-boston scientific guide catheter. Additional inflations were performed two or three more times to remove all contrast from the balloon. Partial withdrawal was then achieved, and the balloon was advanced approximately halfway into the guide catheter, however; the stent shaft fractured within the guide catheter. Snaring was used to remove all the fragments and the procedure was completed. No patient complications were reported. The patient has fully recovered.